Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device was defective. Facility inventory coordinator has device in office.